Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager micro switch and latch was failed. A field service engineer found hasp was misaligned, adjusted hasp position. Getting intermittent latch failures during testing replaced micro switches issue not resolved then replaced latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fridge door did not recover, and medications in the fridge were inaccessible. The fridge indicated a failed pocket, and recovery attempts were ineffective. Power cycling the unit did not resolve the issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.